Manufacturer narrative:
Additional information: upon further review, an unspecified flow alarm was triggered on the undetermined continuous renal replacement therapy machine. Once a flow problem is suspected, the control unit will stop all fluid pumps in order to mitigate the underlying problem and to protect the patient¿s fluid balance. The blood pump will, however, continue to run and the extracorporeal blood can be safely returned to the patient. This alarm would also allow for the detection of the external leak. Therefore, the prismaflex st150 set would not cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b3, d10 therapy date, h3, h6 and h10. B3, d10 therapy date: aug 2023. H10: the actual devices were not available for evaluation; however, a companion sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified for the returned companion sample. Photos were provided for evaluation. Visual inspection revealed that the effluent pump segment was disconnected from the support plate. There is a non-homogeneous mark of solvent on the tubing. The reported condition was verified. The cause of the condition was determined to be a lack of solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported the tubing disconnected on two (2) prismaflex st150 sets resulting in an external fluid leak during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.